Manufacturer narrative:
The customer was unable to have the gliderite single-use stylet - small returned to verathon for evaluation as it had already been discarded. Since the device was not returned to verathon for evaluation, the cause could not be determined; however it is likely that bending the stylet for a very anterior position may have caused or contributed to it breaking. Trending analysis for the gliderite single-use stylets does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is currently not required at this time. Verathon will continue to monitor for any ongoing trends.

Event description:
A customer reported while intubating a patient using a gliderite single-use stylet - small, the stylet broke inside a 3.5mm endotrachial (et) tube. It was reported that the intubation was difficult and the physician was manipulating the tube and attempting to bend the stylet for a very anterior position. The stylet was removed from the patient's airway in two pieces. It was confirmed that no part of the stylet was left in the patient and no harm to the patient was reported.